Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the lower limb arteriosclerosis obliteration procedure, the balloon would not inflate. Upon removal of the balloon, the user found the balloon was broken. The procedure was finished with a new device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.